Event description:
(B)(6) runs the abbott ID now test. My son who is fully vaccinated and asymptomatic had the covid naat test run on (B)(6) 2021 at (B)(6) and it was resulted as positive. The next day on (B)(6) 2021, he went to (B)(6) and it was resulted as negative for covid-19. He also had a covid-19 pcr test run (B)(6) 2021 at an immediate health care clinic and it was negative for covid-19. This supports my conclusion that the abbott ID now test on (B)(6) 2021 at (B)(6) was a false positive. Unfortunately for job/travel purposes, some patients need to show a negative covid-19 test result and this false positive result was a strong disservice to my son. The (B)(6) pharmacists at store (B)(6) said there is no procedure for handling false positives. Pwnhealth who does the test reporting (B)(6) has a medical doctor approve the test but who is apparently not accountable/available to discuss false positives. The pwnhealth customer service representative said they are unable to put any addendums or notes to indicate that this test result most likely represents a false positive. This covid naat positive result in an asymptomatic vaccinated individual with 2 subsequent (the next day) negative test results remains incorrectly reported to the (B)(6); there is an abbott instrument issue and/or quality control issue with the technician who ran the test. FDA safety report ID # (B)(4).